Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One nc euphora balloon catheter was used when treating a moderately tortuous, moderately calcified lesion in the proximal to mid lad which had 90% stenosis. The vessel diameter was 2.25-2.5mm. The nc euphora was intended to be used for post-dilation. There were no abnormalities in relation to anatomy. The balloon was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. After the first dilatation at 28 atm, the nc euphora catheter was once removed. Then, when the physician tried to re-insert the non-medtronic guidewire through the catheter again for the second dilatation, resistance was noted at the proximal area of the catheter, and the guide wire could not advance further. The guidewire had been flushed prior to use with no abnormalities noted. Resistance was noted between the guidewire and other companion devices also. The guidewire was removed and not re-inserted. The physician first thought that the balloon inflation at 28 atm could have some effect on the issue; nonetheless, resistance was noted well proximal to the guide wire exit port. The balloon did not pass through a previously deployed stent. No resistance was encountered advancing the device, excessive force was not applied. It is also reported that there was difficulty removing balloon from the patient following balloon inflation and the catheter may have been deformed. Sufficient time was allowed for the balloon to fully deflate. The lesion was post dilated. The procedure was completed without using other devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4): the guidewire did not return for evaluation. Contrast was visible in the balloon and inflation lumen. Deformation was evident to the distal tip. The distal end of a 0.014inch guidewire was frontloaded through the guidewire entry port and advanced distally, with no resistance noted on the distal shaft. The proximal end of a 0.014inch guidewire was backloaded through the distal tip and advanced proximally through guidewire entry port with no resistance noted. The inner lumen patency could not be verified with a 0.015 inch mandrel due to resistance in the inner member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.